Event description:
It was reported that the rep received a phone call from the surgeon explaining that he needed to revise a right shoulder replacement from a couple of years back. The anatomic replacement is now popping/sublaxing, so a revision to a reverse is necessary. Upon opening, the surgeon identified signs of infection, at which point the decision was made to do a 2 stage revision. The surgeon removed the implants and has put in one of exactech's shoulder spacers for the time being. Patient currently has an exactech shoulder spacer in-situ. Depending on extent of infection & damage to glenoid, surgeon is hoping to be revised to exactech reverse implants. Patient was last known to be in stable condition following the event. Devices are not returning.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-01-07 - equinoxe, humeral stem primary, press fit 7m. 310-01-41 - equinoxe, humeral head short, 41mm (alpha). 314-13-02 - equinoxe cage glenoid small, alpha.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for subluxation and infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition